Event description:
Patient undergoing cardiac cath to evaluate hemodynamics and place stent. Stent placed in left pulmonary artery via balloon angioplasty catheter, which was then inflated. Upon deflation of balloon, the stent slipped back into the main p.a., then into the r.v. Causing arrhythmias. Patient was taken to o.r. For removal of stent.